Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The company cartridge was not returned for evaluation. Iol lab analysis: the sample was visually and microscopically examined. Microscopic examination shows a clear material 1.5mm in length adhered to the surface of the optic. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material¿s generated spectra to a library of spectra found the best match to be monarch cartridge basecoat. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model/diopter was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The product investigation could not identify a root cause. Only the reported material was returned with the iol. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample for damage. It is unknown if a qualified handpiece and viscoelastic were used. Per the instruction for use (IFU): the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. In addition, the IFU states: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, unknown substance was seen the microscope before using it but when the lens was removed from the patient's eye, the unknown substance was visible with the naked eye. The unknown substance looks like a banana-shaped thick band and it is in the middle of the rear part of the optic. The surgeon suspects that when the lens was folded and inserted into the cartridge, the substance was adhered to it, and then the folded lens is visible when it is unfolded in the eye. The operation was completed with no patient harm using the new lens and cartridge additional information was requested.